Manufacturer narrative:
The system logs were reviewed but provided no additional insight regarding the cause of the reported complaint.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6) patient weight not available from the site. The archive used in the procedure was sent to medtronic for evaluation. It was reported that the 3d model had a high quality, however the registration shown was shifted since the procedure and not what was performed in the procedure.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision was reported following registration. The representative reported that registration passed with an error metric of 0.9mm. It was reported that when the surgeon touched the tip of the patient's nose and tooth, the software displayed the tip on the side of the nose and a separate tooth respectively. It was reported that the site was able to complete the procedure compensating for the imprecision.